Event description:
The ceramic block has just broken. One of the rails is fractured - not visible to the eye but surgeon noted it whilst sawing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.